Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was localized to defective flash memory u39/u40.

Event description:
The customer reported that the device failed defibrillation test during operational check. There was no reported patient or user involvement and no adverse patient/user impact.